Manufacturer narrative:
As no further information concerning this report is expected, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the helix portion of this transvenous right ventricular (rv) lead was unable to be removed from service. The lead was to be fully removed from service as a result of a rise in acing thresholds. All other lead measurements had been within normal limits. It was noted that there was significant scar tissue in the area where the lead was affixed, which upon attempt to remove the lead, resulted in the lead breaking. There were no reported adverse patient effects associated with these clinical observations, beyond the necessity of surgically abandoning this portion of lead.